Event description:
The lead was returned for analysis after reported intermittent no-capture . Lead repositioning did not correct the issue. The lead was removed from service. No patient complications have been reported as a result of this event.